Event description:
In this case, the operator was trying to reach for the patient and got her wrist caught between the detector heads while they were moving to a ninety degree position during the set up of a cardiac acquisition. There are no collision sensors on this part of the detector, and the operator halted system motion by making a collision with the detector face. Due to this action, the detectors would be unable to retract from this position until the pre program motion (ppm) was stopped. The site's biomedical engineer pried the detectors apart using a crowbar to free the user's wrist. The operator was evaluated by medical personnel after the reported event. No serious injury has been reported, but had skin abrasions and localized redness.

Manufacturer narrative:
The field safety engineer went to the site and confirmed that the system sustained no damage as a result of the reported event and no repairs were necessary due to this event. There was no system malfunction and was operating as designed. (B)(4).